Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse found that the erbe had an error c-34 every time the erbe started up. The isi fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The root cause of the customer-reported failure mode could not be determined as the product has not been returned for evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted radical hysterectomy surgical procedure, the erbe monopolar would not fire. The customer stated that the monopolar was not available. The intuitive surgical, inc. (Isi) technical service engineer (tse) recommended the customer to check the neutral pad. The customer swapped the integrated electrosurgical unit (iesu) and will use a forcetriad to complete the procedure. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed using a forcetriad generator for monopolar energy with no injury to the patient.

Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been returned and evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. The iesu was found to have an error c-34 on start-up.

Event description:
Refer to h10/h11 for follow-up information.